Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. It is likely the ¿catheter separation¿ resulted due to tensile failure of the micro catheter during extraction from the treatment site. In addition, it is also likely the micro catheter was pulled beyond the 20cm limit noted in the instructions for use. Per the catheter¿s instructions for use (IFU): regardless of the liquid embolic being used, leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. If catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Follow catheter retrieval instructions at the end of instructions for use. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation, proximal to the detachment zone. MDR related to this event: 2029214-2017-00190, 2029214-2017-00191. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the avm intervention, the liquid embolic material inadvertently embolized a non-target territory after a piece of the cast broke off when force was applied to detach the catheter tip. There was report of slow blank roadmap of liquid embolic injection. Post intervention, the final run showed a small piece of the liquid embolic material cast had broken off and traveled into the parieto-occipital branch of the right pca and into the more proximal temporal branch of the right pca. There were no attempts to retrieve the cast, as the risk for further complications was high. There was also report of a right vertebral artery dissection with intimal flap (a competitor catheter and guide sheath were reported to have encountered difficulty when advancing into the proximal right va). At completion of the intervention, the patient was transferred in a stable condition. Following the procedure the patient was reported to have right eye hemianopsia. However, no additional medical treatment was given. Baseline nihss and mrs were 0. Post intervention, the nihss and the mrs were both 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.